Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
It was reported that there were not patient factors that lead to pain/paresthesia. The pain was caused by the implant being placed in that space. He feels like it was an operator error because the angulation was off. The implant wasn't too wide. Maybe placed at an incorrect angle. The patient didn't sustain nerve damage. Tooth # 30.

Manufacturer narrative:
On 05-dec-2023, the clinician was contacted via phone, and additional information was obtained. It was reported that there were not patient factors that lead to the pain/paresthesia. The patient¿s pain was caused by the implants being placed in those spaces. The clinician reported that it felt like an operator error occurred. This was due to the angulation being off. The implant wasn¿t wide; however, it may have been placed at an incorrect angle. The patient didn¿t sustain nerve damage. Zimvie received two (2) tsvtb8, (imp,tsv,3.7,8,mtx,mg) and one (1) tsvtb10 (imp,tsv,3.7,10,mtx,mg) for evaluation. Zimvie did not received one (1) tsvtb10 (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation was performed, inspection findings. This complaint refers to the 2nd tsvtb8. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1268506 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Event description:
It was reported that there was perforation md ling plate. Implants were to be placed for md hybrid denture. Patient renumbed several times. Implants placed and bone graft placed on buccal to erest level. Several days she reported pain. Cone bean showed implant in mylohyoid space. Also, numbness right lip. Tooth # 30. Per indicated: surgical/medical intervention required for permanent damage: yes, may require nerve repair. Additional appointment required: yes, patient willing to try again with implant placement. Symptoms as a result of the event: paresthesia and pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.